Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ improper or incorrect procedure or method: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. Later patient reported ¿deflation¿. Later patient representative ¿physical injury, pain, emotional distress, need for additional medical care¿ and final fill volume 395. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported ¿rupture¿. Later patient reported ¿deflation¿. Later patient representative ¿physical injury, pain, emotional distress, need for additional medical care¿ and final fill volume 395. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6b.

Event description:
Healthcare professional reported ¿rupture¿. Later patient reported ¿deflation¿. Later patient representative ¿physical injury, pain, emotional distress, need for additional medical care¿ and final fill volume 395. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿rupture¿. Later patient reported ¿deflation¿. This record is for the left side. Device remains implanted. Device will be returned.